Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 69 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 175 mg/dl. Troubleshooting found that the drive support cap was normal and the displacement test passed. It was also found that the customer went to the hospital due to a seizure because of low blood glucose. Customer was advised to speak with their doctor regarding the low blood glucose. Customer was also advised to monitor the pump and call back if issues persist.